Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating as expected due to a fluid loss. Upon surgery it was noted air in the pump. The ipp was explanted and replaced. There were no patient complications reported.